Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 30ga 1/2in experienced foreign matter in the device cannula. The following information was provided by the initial reporter: the needle was taken out of its packaging to be mounted on a syringe for subcutaneous injection. When the doctor uncapped the needle (he was the first to do this), he noticed the presence of a plastic filament hanging from the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-10-05. Investigation summary: a device history record review was completed for provided lot number: 200520. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures of the affected sample and a shelf carton of needles were returned for evaluation by our quality engineer team. Through examination of the pictures, a white foreign particle was observed on the needle. The foreign matter is most likely a plastic flake from the manufacturing process. The needles from the shelf carton were examined and no signs of foreign matter were observed. The plastic flakes most likely came from the shield component due to shield friction during the transportation of the component in the airway system.

Event description:
It was reported that the needle 30ga 1/2in experienced foreign matter in the device cannula. The following information was provided by the initial reporter: the needle was taken out of its packaging to be mounted on a syringe for subcutaneous injection. When the doctor uncapped the needle (he was the first to do this), he noticed the presence of a plastic filament hanging from the needle.